Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller (who also was a medtronic patient) reported their church friend also had the interstim micro and experienced difficulties charging their ins. The caller stated their friend was extremely frustrated with charging the ins because they had a lot of difficulties getting the recharger to connect to charge the ins. The caller didn't know when the issue began but stated that it went on for a long while to where their friend didn't want to do it any longer. The caller mentioned that their friend had also mentioned to them that their health care provider (hcp) had implanted the ins in deep. The caller stated their friend had the ins changed out to a recharge free implant about a year ago and that they were so much happier now. Caller did not have more information on the patient. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.